Event description:
Total knee athroplasty 6 yrs ago, was found to have marked thinning of tibial tray, per x-ray. Tibial tray was found to be delaminating with medial and lateral tibial tray erosion was noted. Tibal component was explanted and replaced.